Event description:
While testing the micro drill during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The customer decided not to return the device.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device.

Event description:
While testing the micro drill during routine servicing the device continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.